Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2015 the 3.0x33 xience alpine stent was implanted in the mid right coronary artery (mrca) to treat the patient's myocardial infarction (mi). The patient had another mi on (B)(6) 2015 and was told the xience alpine had clotted up. A non-abbott stent was implanted in the mrca to treat the mi. The patient had a third mi in (B)(6) 2015. Coronary artery bypass graft was performed in the rca, left anterior descending coronary artery and the left circumflex coronary artery. No additional information was provided.